Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor and experienced a loss of therapeutic effect. Patient felt nothing at 8.5v and usually they felt it at 3.8v. Patient tried all the programs but felt nothing. Patient reported that they could not feel stimulation regardless of voltage or program, which began within the last 2 - 3 weeks. They reported their stools were soft and then switched to hard following a change in programs. As of now, symptoms had not been resolved. No patient outcome was reported. Additional information received from the patient on (B)(6) 2018 who had to have a surgery and have the healthcare provider (hcp) rewire it together; they said therapy was not working, it was not helping them, and they were not feeling stimulation. The patient elaborated saying the hcp went in and repositioned things and rewired things, but the same problem happened again. The patient knew things were not working right because they weren't getting any therapeutic effect; therapy stopped helping again. The patient changed the program "like in (B)(6) or (B)(6)" but did not get any feeling or relief. Prior to the report, the patient turned everything up on all four programs to 8.5v and didn't feel anything. As a result of what was reported, the hcp instructed the patient to call the manufacturing company and they want to know what to do. When asked, the device has not been checked and they are concerned that the issue will not be resolved if they go and fix the device. It was reviewed that having the device checked does not mean their wire came undone and it does not mean they have to go through another surgery; it was reviewed that the patient needs to have the hcp check the device and discuss the next steps. The patient thinks what happened is the patient does not have much fat where the device is. They think they lay on their back, maybe doing sit-ups, maybe doing something like that, triggered the problem. The patient said they were not counseled nor told there would be a problem with that. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The reported issue was not resolved and no further actions were taken. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient was put on a new program and the issue was resolved. No further complications were noted or anticipated